Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
The affiliate reported: translation of mail from dr (B)(6), (approved by dr (B)(6)). Boy with hydrocephalus, epilepsy, and retarded since neonatal period due to intracerebral hemorrhage. Now 7 years of age. The patient had a shunt revision in (B)(6) 2013 when the valve and antisiphon device had disconnected. During the revision they were reattached, without changing any part. The valve was not touched. It was programmed during that visit, with a confirmation signal from the vpv, but was not controlled with an x-ray. X-ray (B)(6) 2012 showed overshunting. From patients journal: (B)(6) has recovered very well from the difficult situation that occurred due to the shunt dysfunction earlier. Is substantially back to normal state, somewhat more quiet, somewhat more weak in his left side and has lost his ability to sit without support, otherwise unchanged. Today had an MRI that showed a picture of overshunting. After this they have tried to reset the valve to 110 which was the setting he had when leaving (B)(6) hospital last time. They get a confirmation signal from the vpv, but when doing a radiological control the valve has (at six different times) been set to another setting then the intended, between 50 and 120 mmh2o. Patients journal december 12 2012: before setting. Valve position at 60 mmh2o. After first adjustment the valve is set to 110mmh2o, which was the setting that was wished for at first. After a new recommendation from the neurosurgeon the valve sets to 130mmh2o, and the vpv is confirming the new setting. Control by x-ray shows that the valve still is set to 110mmh2o. The valve is then reset to 130mmh2o once again, control x-ray shows a position of 50, although vpv has confirmed the new setting. A new vpv is retrieved from the pediatric clinic, and the valve positioning is done again. Also this vpv indicates that the valve is set to 130mmh2o but the x-ray shows 90. Surgeons from the pediatric clinic is also trying to set the valve to 130mmh2o. The vpv now indicate that the positioning has not been performed, and the setting is now at 60mmh2o. Further attemts is interrupted. Due to overshunting I try to reset the valve to 140mmh2o. Vpv confirms the setting but control x-ray shows a setting between 90-100. I try again to position the valve, but it now stops to work completely. (The vpv says that it is too much noise to be able to set the valve) I interprets this as a valve failure and the patient is transported to surgery for revision, and new shunt.

Manufacturer narrative:
Upon completion of the investigation, the visual examination of the valve revealed that the stator was dislodged. Therefore, the cam position/pressure could not be determined. Further examination of the valve noted that the valve casing was cracked. This is due to the valve sustaining some form of impact. Review of the history device records confirmed the valve conformed to the specifications when released to stock. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.